Event description:
It was reported that the patient could feel the pump ¿jiggling¿. The pump was implanted in the patient¿s belly approximately 3 weeks prior to the report. The patient noticed the jiggling when she was skiing for 1.5 hours on the day of the report. The patient could also feel the pump jiggle when she would ride her bike. The patient stated that she was a very active person ¿in a modified way right now¿. The patient stated the jiggling had been since pump implant. The patient was to consult the healthcare provider (hcp). The device system delivered morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).